Manufacturer narrative:
Submit date: 8/30/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. Customer reports: the tube disconnected from the bag with 4 sets. This was noticed prior to use on a patient.

Manufacturer narrative:
Submit date: 11/09/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was returned for evaluation and after functional testing and visual inspection the reported fault was not confirmed, no detachment was detected. Possible root cause could be stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. No corrective actions will apply since failure mode was not confirmed. This complaint will be used for tracking and trending purposes.